Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they had done some welding before they got instruction book, didn¿t notice any change, will turn stim off when welding was told to turn stim off for MRI and procedures. Patient didn't know how to turn it off didn't have instruction book yet, when they went to charge it one night it was fully charged, went through screens found it was turned off, turned it back on, okay so far. Agent went through menu didn't find any issues it has only happened once, after reading book patient knows much more, should have gotten it 8 months ago. Hasn't happened since, wish patient could get another controller so they could take one with them. They leave the one they have at the house to charge it in daytime. Patient didn't tell dave about welding when stim was installed, it is a major part of patient's life not sure what to do if patient try to use tig welder when welding aluminum hifreq unit does strange things.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt calling for arc welding compatibility. Agent reviewed and redirected to hcp. While on the call pt mentioned 3 days ago, they left the house and noticed their stimulation is not on. That night patient connected to implant and the implant was off but pt states it was at 100%. Agent asked what was the 100% the implant or the controller, due to the nature of the call it was very loud and agent cannot determined what was the 100%. Patient will document time/date that they feel stimulation has turned itself off and patient was redirected to their healthcare provider to further address the issue.